Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a continuous error message of "scan again in 10 minutes" after wearing the adc freestyle libre for 4 days. The customer further reported that she experienced dizziness and presented to a hospital, where an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving a continuous error message of "scan again in 10 minutes" after wearing the adc freestyle libre for 4 days. The customer further reported that she experienced dizziness and presented to a hospital, where an hcp administered glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). There were no errors observed. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and performed simvivo test. All results were within specification. No malfunction or product deficiency was identified.